Manufacturer narrative:
If implanted, give date - (B)(4) 2010. Therapy date - (B)(4) 2010. Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2011-00063. It was reported that post a stenting treatment procedure, a stent occlusion occurred. In (B)(6) 2010, the lesions being treated were located in the right posterior descending artery (rpda) and an unknown vessel identified as "rlpab". A 2.50x12mm taxus liberte was deployed in the "rlpab" and a 2.25x12mm taxus express2 atom was deployed in the rpda. Medications included: asa, plavix, ranexa, and nitro spray. The patient began experiencing chest pain shortly after stents were placed in (B)(6) 2010 and followed-up with another physician at a different facility. Unspecified tests and procedures were performed on unknown dates. In december 2010, the patient had reintervention of the mid right coronary artery (rca), "to open the stent up", but did not know which stent. The chest pain has been relieved and she is currently symptom free.